Event description:
Pt (patient) reports that one of her solis pumps (serial number and expiration date not provided) will start the turn on sequence but will turn off midway. Pt has another working pump and was able to switch over. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product fault occurred while in use by pt. Product issue did not cause or contribute to pt or clinical injury. Device associated with event available for return to mckesson. Unknown if available for investigation with no serial number being provided. Pharmacy to replace device. Pt switched to back up device and able to successfully continue infusion. Infusion is life sustaining. Outcome: resolved. No further information provided. Pah (pulmonary arterial hypertension). Reported to (B)(6) by: patient/caregiver.